Event description:
This was a rib resection done with a divinci robot. The mr8 drill with an mr8-as26 attachment and an mr8-26mh30 drill bit, it is a unique and non traditional case with work flow that is not typical. The attachment is entered into the cavity and then the drill bit and drill follow , using the attachment as a cannula. The drill is then locked and the rib section is drill from inside the patients cavity. There was a claim of heat from the drill once the drill was removed from the procedure and set down. Patient suffered a burn , possibly due to heat from the drill. The procedure was completed with the reported product(s).

Manufacturer narrative:
H3: em800-no conclusion can be drawn. Evaluation could not be performed because customer refused to return. Mr8-as26-no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Mr8-26mh30-no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.